Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor position encoder error. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to verify the motor position encoder error alarm and was unable to perform the basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to the constant motor error alarm. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.